Manufacturer narrative:
(B)(4). Insulin pump had unresponsive up button due to unlocked keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer's blood glucose level was unknown. The customer reported that they always change everything. The customer declined troubleshooting as they believe that it is the insulin pump and requested replacement. The insulin pump will be returned for analysis.